Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): addrl1 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. It was also reported that the patient's right atrial (ra) lead exhibited high impedance and was confirmed to have been fractured. The right atrial (ra) lead was capped and replaced. No patient complications have been reported as a result of this event.